Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter could not successfully cut during the surgery. The surgery was completed on same day by replacing the product. The surgery type was unknown. The product was contacted with patient, but there was no patient impact.